Manufacturer narrative:
(B)(4). Unit received with completely broken reservoir tube lip. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and motor test or verify unexpected motor alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm during bolus. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.